Event description:
The customer contact reported the pump powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 0.5mg pca dose, a 10 minute pt lockout, and an unspecified dose limit. On (B)(6) 2011 at unspecified times throughout the day, the customer contact reported the pump powered off by itself without sounding an audible alarm tone. It was reported that after each power loss, the nurse powered the pump back on and the therapy was resumed using previous programmed settings. At an unspecified time, the pump was removed from clinical service and the pt's pain therapy was changed to an unspecified oral pain medication in "preparation for discharge." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.